Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event: cgm model: g6 mobile os: ios / ios_iphone 11 / 3.5.1 / ios_16.0.